Manufacturer narrative:
B2: date of death unknown. B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient expired during use of the device. The patient¿s family suspected euthanasia by the nurse. Medical assessment determined that the cumulative evidence does not conclusively implicate nor exclude the infusion pump as the cause of the patient event. If additional information is received, the medical assessment will be revised as needed.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable is user interface; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.